Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/23/2017 with the following findings: during investigation, the pump display was found to have visible moisture on display. The cloudiness was caused by moisture condensation on display lens. A leak test was performed and failed due to a leak from the display lens. The pump was opened and moisture corrosion was found on the printable circuit board, vibration motor contacts, and vibration motor contact pads. No moisture in the battery compartment was found.